Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: a photo of the sample was received for analysis. Upon visual inspection of the picture it was verified a piece of paper in inner package seal. This paper caused mark indicating the inner package was caught and part of it was out of the sterilized package. An empty opened overwrap and an opened straight pack folder with four parked needle/suture combinations were returned for analysis. During the visual inspection of sample, a piece of the straight-pack folder in the overwrap seal area was observed. In addition, a section of the seal is partially open compromising the sterile barrier. Per the condition of the sample received the assignable cause of the packaging - integrity is open seal resulting in a manufacturing product defect.

Event description:
It was reported that during unknown procedure suture was used on (B)(6) 2018. The package had the inner paper package caught at the sealed area of the outer package. Part of the inner package had protruded to the outer package. When trying to open the outer package, the inner package was torn because a the inner package adhered to the sealed area of the outer package. There were no adverse consequences to the patient.